Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl, and she was treated with an intravenous insulin drip and manual injection. The customer's grandmother stated that the customer experienced vomiting, diarrhea, sleepiness and inability to stand. Confirmed that the customer was wearing the insulin pump at the time of hospitalization. After the customer was discharged, she was treating with manual injections 5 times per day. The blood glucose reading at the time of the call was 468 mg/dl.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with a cracked reservoir tube lip.